Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted the same day due to mitral insufficiency. The device was replaced with a bioprosthetic valve. There were no reported additional adverse patient effects.